Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 return requested for suspect open spine clamp. No parts have been received by manufacturer for analysis. On (B)(6) 2017 a medtronic representative, following-up at the site, reported the open spine clamp screw appeared to be worn, not stripped.

Event description:
A medtronic representative reported that a site's open spine clamp had a screw that was worn, the spike failed to close properly. This issue was discovered during set-up, prior to the start of a procedure. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.